Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assembly and performed functional testing and safety checks to factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that while performing service/test the cardiosave intra-aortic balloon pump (iabp) failed the patient interface module portion of the safety disk leak test. There was no patient involvement and no adverse event was reported.